Event description:
Complainant alleged that during transport of a pt the device had no display. Complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.